Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been getting a no delivery alarm on the insulin pump on and off today. Customer currently has the alarm and has high blood glucose. Customer stated that she has her chemotherapy treatment today. Customer's blood glucose is 500 mg/dl. Customer treated with a bolus from the pump. Customer stated that the alarm just occurred and it occurred during bolus. Customer stated that the no delivery alarm is recurring. Customer stated that the issue has been resolved. Customer stated that the insulin did exit and the pump alarmed no delivery. Customer reported greater than normal resistance when manually pushing the plunger. Customer was advised that the alarm was caused by a set or reservoir connection. Customer was advised to do a complete set change.